Event description:
Unomedical reference number (B)(4) event occurred in canada it was reported that patient faced two infusion set cannula bent events between (B)(6) 2024 and (B)(6) 2024. Event occurred within three hours of insertion. The insertion site was at abdomen. Patient replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR 1875272 - MDR 3003442380-2024-04687 - device 1 of 2.